Event description:
A female patient contacted lifecor customer support to report that when she places either of her battery packs on the charger there are no lights indicating that it is charging them. Both battery packs will still power up the monitor. The patient tried several outlets in her home, but none work. She reports there is a green led lit on the power supply brick. Support asked her to check all connections and they all seem secure and are plugged in as far as they will go. She stated, she contacted support when she noticed the battery she just removed from the charger showed only half charged, when she plugged it into the monitor. The patient's charger was replaced. When the original charger was evaluated at lifecor the charger leds functioned normally. The charger was then shipped back out to a lifecor sales rep. Approximately 1 week later, a lifecor patient services representative contacted support to report that she was unable to recharge a battery pack with this same charger (no lights on the charger).

Manufacturer narrative:
Evaluation: device evaluation of battery charger has been completed. The reported problem was confirmed. The cause of the charger not displaying any charging led's, when a battery pack was inserted was a defective (burnt) q1 transistor within the charger. The transistor was likely intermittent at first, which would explain why the fault was not detected during the original service evaluation, then later failed completely while in the possession of the lifecor patient services representative. Due to the physical damage to the transistor the exact root cause cannot be positively identified, but is likely a random component failure that resulted in an internal short circuit. No adverse event resulted from the faulty battery charger. The patient received a replacement battery charger.